Manufacturer narrative:
In reviewing the results in the complainant's returned meter history dated from (B)(6) 2016 through (B)(6) 2017; it appears from the stored results in the meter there are a few results below 125 mg/dl but the majority of the results run from 200 mg/dl up to 533 mg/dl. Based on the glucose test results retrieved from the memory of the meter, the complainant's blood glucose levels appear run on the high side. The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
The complainant reported that on (B)(6) 2017 @ 12:51am 257 mg/dl; based on this results she administered an additional 15 units of insulin because she felt "concerned" and thought that her reading was still too high; however, the complainant stated that she felt 'normal'. Complainant confirmed this is not her 'normal' testing time she was testing herself to see if her 'sugar' levels were still elevated. According to consumer the additional 15 units of insulin based on the 257 mg/dl reading is not instructed by her hcp. The complainant reported after the 12:51am result and insulin intake, she fell asleep approximately 15 minutes later. There was no report of any adverse incident as a result of administering of the extra 15 units of insulin. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer care to report high blood glucose readings.